Event description:
It was reported that underinfusion was observed on an infusor sv2 device. This occurred during patient infusion with 5fu and saline. The expected flow rate of the device was 92ml/46hr with a total fill volume of 95 ml. The reporter stated that the actual flow rate was 52ml/46hr. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was received for evaluation. No defect was observed during visual inspection. A functional flow rate test was conducted on the sample. The device was working within specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently in the process of being evaluated. The initial evaluation did not confirm the reported condition. Upon completion of the device evaluation, or if any additional relevant information becomes available, a supplemental report will be submitted.